Event description:
Spacelabs received a report that an spo2 sensor got hot. A patient claimed his finger was burned because of the heat.

Manufacturer narrative:
The customer returned the suspect spo2 sensor and four other sensors to spacelabs for investigation. All sensors had signs of obvious physical cable damage and liquid residue inside the led and detector cavities. Initial testing revealed that this sensor was not functioning when received. The sensor was sent to spacelabs' vendor for further investigation. The unit was disassembled and tested. The sensor had badly damaged ground (gnd) shield and broken cable insulation due to excessive twisting and pinching of the cable. Electrical testing was conducted and revealed that the sensor had an electrical short in the cable assembly due to the damaged insulation and exposed copper wire or via the liquid inside the sensor. The short made the red led constantly powered on which could possibly lead to overheating. The liquid contaminant suggests that the customer may have improperly cleaned the sensors submerging them or using cleaning agent which could cause an unintentional electrical short, and damage wire insulation and plastics flexibility. Spacelabs cleaning instructions for the sop2 sensor (provided with the sensor) is to wipe the sensor surface with a soft cloth moistened in water, mild soap solution, or isopropyl alcohol. The operation's manual warns the user not to use a sensor with exposed optical components. In addition, the manual warns the user to visually inspect all patient cables or sensors each time the unit is used, and to not use cables or sensors which exhibit obvious damage. Spacelabs has reminded our customer that it is necessary to follow the instructions in the manual in order to prevent damage to the spo2 sensor during cleaning and handling. We have concluded that this report is final and consider this issue closed.

Event description:
Spacelabs received a report that an spo2 sensor got hot. A pt claimed his finger was burned because of the heat.

Manufacturer narrative:
Spacelabs is waiting to receive the subject device to start our investigation. We will provide a supplemental report once our investigation is complete.